Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported that his infusion device shut down without warning. He stated that it was displaying 2.01 and was beeping continuously. The pt reported that he was aware of recall and that the power packs had been corrected. The pt was advised to replace the power pack with a corrected power pack and the device functioned properly. The pt did not report any effects of his blood glucose values. The pt did not require medical assistance from a healthcare professional or second party. No product will be returned.